Manufacturer narrative:
This report is a duplicate of report no. 3006630150-2011-00042. The report includes device analysis also. There is no new information regarding the event since that report.

Event description:
A report was received that the pt's ipg was replaced due to discomfort at the pocket site and intermittent stimulation. Analysis performed on the ipg database could not confirm any abnormality. The pt was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was replaced due to discomfort at the pocket site and intermittent stimulation. Analysis performed on the ipg database could not confirm any abnormality. The patient was reportedly doing well following the procedure.